Event description:
It was reported that the pump dispensed insulin during the load cartridge phase.

Manufacturer narrative:
There is no adverse event associated with the complaint. Both pt and family member reported that the pt was not connected to the pump during the load cartridge phase. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.